Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation: failure (event) observed during analysis. A partial lead with the distal tip measuring 31.5cm was returned in two segments. Internal insulation abrasion was noted at 0.6-2.0cm, 5.4-6.7cm, 8.4-8.5cm, and 19.6-20.1cm from the proximal end of the rv shock coil. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 0.7-3.2cm from the proximal end of the rv shock coil. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.